Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod's infusion site (abdomen). Adverse reactions have been recurring since (B)(6) 2024. Symptoms reported include redness and lumps. The patient sought medical attention in (B)(6) 2025 at queen elizabeth the queen mother hospital, where she was prescribed flucloxacillin 1000 mg for 14 days to be taken twice daily. The hospital visit lasted a couple hours. The affected pods were discarded. The patient reports the situation has now stabilized and they are recovering well.